Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: device history records review was completed for part: 397.994, lot: l080921. Manufacturing location: bettlach, release to warehouse date: oct 26, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The hardness value was confirmed to meet the specification with no non-conformance noted. H3<h6: product investigation was completed.the tomofix osteotomy chisel 20 mm width (part # 397.994, lot # l080921, mfg # 26-oct-2016) was received with the smaller portion of the device perpendicular to the graduated slate broken off. Both pieces of the device were returned. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as relevant features are significantly deformed. Relevant drawings were reviewed. The material hardness value was confirmed to meet the specification with no non-conformance noted. There is no indication that a design or manufacturing issue contributed to the complaint. The root cause for the investigation is that there were significant forces generated during the surgery when the surgeon used a mallet to hit the chisel which caused it to break. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a corrective osteotomy of a distal femur using a tomofix set,  the back end of the chisel broke off. The surgeon made the first cut for the osteotomy using a saw blade and then inserted the tomofix osteotomy chisel into the cut. He began hitting the chisel with a mallet attempting to complete the osteotomy and after several blows, the chisel broke. There were no fragments generated form the broken device. There was no surgical delay. Procedure was successfully completed with no patient consequence.   Concomitant medical products reported: unknown saw blade (part # unknown, lot# unknown, quantity # 1); unknown mallet (part # unknown, lot# unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).